Event description:
It was reported that after a da vinci surgical procedure, it was noted that a broken cable was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the pitch cable was frayed at the distal idler. No damage was found on th pulley and clevis. Failure analysis investigation also found the following: the instrument's distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The mechanical indentation and burr damage was likely due to mishandling/misuse. One grip was bent, causing side-to-side misalignment of the grips. There was a .074 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage was likely due to mishandling/misuse. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.